Manufacturer narrative:
The customer was guided through troubleshooting procedures over the phone by a customer technical support (cts) representative. The customer ran flow check standardization beads and the fluorescent peaks were far to the right of the histogram. The cts asked the user to check if the sheath filter had air and discovered that the sheath filter was filled with 1/3 fluid and the rest air. The cts suggested to run idle mode back and forth several times to fill the sheath filter with fluid. The filter filled with fluid, and the flow check beads came within acceptable range. The instrument is operational and no service visit was required. (B)(6).

Event description:
The customer reported a sheath fluid leak of approximately one liter (1 l) from the sheath filter on a navios flow cytometer system during instrument startup. No error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The issue in this event occurred on a newly installed device that was being used by the customer for the first time; no patient samples had yet been run on the instrument. During the installation process, the sheath filter is installed onsite by a field service engineer (fse) performing the installation. The mechanism of installation is a quick disconnect, which must be fully inserted into the tubing to provide a fluid tight seal. The instrument's installation service record was reviewed and the record does not indicate any issues that occurred related to the filter installation. The likely cause of this issue is an error by the fse performing the installation consisting of a failure to fully insert the quick disconnect. There is no evidence that this issue was related to the instrument manufacturing process.